Manufacturer narrative:
This report is submitted on october 11, 2017.

Event description:
Per the clinic, the patient experienced intermittencies with the internal device, however, the issue could not be resolved. The implanted device remains and the patient will continue to be clinically monitored by their health care provider.

Manufacturer narrative:
Per the audiologist, the device was explanted on (B)(6) 2017, and the patient was reimplanted with another cochlear device during the same surgery.